Event description:
Response was received from the physician indicating that the reported explant is for patient comfort only. No response was given on the reason for the reported surgery, specifically if the surgery was due to the previously reported fibrosis and lack of efficacy or due to the patient being seizure free. Additional information was received that the patient underwent an explant procedure. No details were provided on what was explanted. Product returns will not be attempted as it was noted the facility has a policy of keeping products and not returning to manufacturing.

Event description:
Information was received that the patient had both lead and generator explanted.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is scheduled to have their vns device explanted due to the battery being depleted, a lot of scar tissue around the lead, and the device never helping. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.